Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If device is received at a later date, this complaint will be re-assessed. On this occasion no batch details of the product were supplied, so we have been unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device displayed a canister full alarm. The issue was solved by exchanging the canister.